Manufacturer narrative:
H.3., h.6.:the sample returned for evaluation, no open samples have been returned for verification and was found to meet manufacturing specifications. The device history record of the returned samples has been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is:(B)(4).

Event description:
As initially reported by non-healthcare professional that consumer experienced scratchiness in both eyes due to the lenses. Upon follow up information received it stated that consumer had a huge scratch noted in the left eye (os). The consumer went to emergency department and was diagnosed with a corneal abrasion in the os. The consumer was prescribed ciprofloxacin eye drops, to be instilled as two drops four times daily into the left eye for a duration of five days. Subsequently, the medication was changed to ofloxacin. Additionally, the consumer was advised to apply cool or warm compresses to the affected eye and avoid contact with the eye using a washcloth. They were instructed to use saline eye drops to moisten the eyes, but to refrain from using visine or other eye drops that could cause further irritation. Ibuprofen was recommended for additional pain management, as needed. A follow-up visit was conducted the following day for further evaluation of the eye condition. The current status of consumer eye was symptoms improving at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).